Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5090055); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, "the device for replacement failed diagnostic testing. When connected to the leads, the device failed to capture or sense a rhythm." The status of the device is unknown. No patient complications have been reported as a result of this event.